Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high creatinine results generated by the au2700 chemistry system for six (6) patients. The initial results in the range of 2.4-4.2 mg/dl were reported out of the laboratory. The physician questioned the results and the original specimens were re-tested on another instrument in the customer's lab for all 6 patients. Creatinine results obtained from the different instrument were lower and corrected. Reports were issued. Based on available information, additional diagnostic testing was performed on one patient (x-ray and cat scan).

Manufacturer narrative:
Qc and calibration performed before the event passed. Customer discovered a condensation in cuvette compartment; they cleaned cuvettes and performed optical check on the cuvettes which failed. A field service engineer (fse) was dispatched: the fse inspected the instrument and found cuvettes not seated properly and replaced 4 chipped mix bars. Two additional service calls were generated from this account regarding vacuum errors: the fse replaced valve, vacuum pumps and the instrument was performing as expected. The customer checked other samples run since the last acceptable qc and determined only these 6 samples needed repeating. Creatinine assay is sensitive to cuvette condition, and the cuvette wash station overflow may have contributed to this event. A malfunction will be assumed for the purpose of this report.